Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 24, 2020, it was reported that there was an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on february 10, 2020 revealed that the roller gear and side plates had visible wear. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6) both produced an incomplete mesh and were deemed non-repairable even after replacing the gears and collars. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 10, 2020 which included replacement of the spring pin, bearings, side plates, screw, stabilizer feet, and roller gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that "a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher."

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported there was an incomplete mesh from previously recovered cadaver skin. No patient involvement. No adverse events were reported as a result of this malfunction.